Event description:
Customer called stating that their meter was not working properly. After much discussion, it was determined that the meter will not stay on when they insert a strip and that segments appear to be missing in the hundreds position of the display. Customer was asked to return the meter for further evaluation and a replacement meter was provided.